Manufacturer narrative:
(B)(4). An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 3.5 mm longitudinal tear in the balloon, approximately 5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI: note: the pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: prep was good. The mynx vascular closure device was inserted. When the mynx vascular closure device was pulled back to the arteriotomy, the balloon broke. Another mynx vascular closure device was redeployed with success. The patient was not hospitalized. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: carotid right femoral artery vessel size: 5 mm sheath size: 5f stick location: right groin.